Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. There was no reported issue at the time of surgery. All acell, inc. Devices undergo validated sterilization procedures and terminally sterilize to a sterility assurance level (sal) of 10-6. Packaging validations substantiate this sterility is maintained for up to and slightly beyond the stated expiration date as long as the packaging sterile barriers have not been breached.

Event description:
Female patient had a recurrent hernia repaired with acell device. Approximately 3 weeks later, she presented with odor and tan brown pasty fluid expressed from her surgical drains. The fluid was cultured and grew various gram negative bacteria, she was prescribed vancomycin and possibly ertapenem. 2 days later, her surgical site was debrided and at that time the acell device was noted to have "melted away".